Event description:
At 0430 ventilator started to alarm, and the screen turned black-patient taken off vent and ambued at 100% fio2. Unable to locate and trouble-shoot the problem, ventilator was changed out - patient remained stable throughout. No harm/adverse outcome to patient.